Event description:
The account alleged the foot up and down is not working from the right side of the bed. He disconnected the right siderail cable, raised the foot from the left siderail, plugged the right siderail cable back in and the foot ran up on its own.

Manufacturer narrative:
The account's maintenance stated, he isolated the issue to the right siderail inside controls. Repairs have not been completed.